Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2018, UDI#: (B)(4).

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (4000 mcg/ml at 1092 mcg/day) and morphine (10 mg/ml at 2.731 mg/day) via an implantable infusion pump. It was reported that in (B)(6) of 2020 the patient fell and began having increased pain. The hcp performed a catheter access study and was unable to aspirate the catheter. During a revision surgery a kink in the catheter's suture was found. The sutureless pump connector and part of the catheter including the locking collet were removed and replaced with a connector and collet. The issue was reported as resolved and the patient was alive with no injury. The explanted catheter portion was discarded of and would not be available for analysis. No further complications have been reported as a result of this event.